Event description:
The foley catheter was found to have the guidewire exposed at the tip after a failed insertion attempt. The foley catheter was checked by the nurse by inflating and deflating the balloon prior to insertion, and it was found to be intact. When the catheter could not be properly placed, it was withdrawn from the urethra and found to have the silicone sheath peeled away at the catheter's tip, exposing the guidewire. The patient was assessed and found to have suffered no patient harm.